Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that it is a defect of deviation from the instruction manual due to difference of recognition about reprocessing procedure at the facility in question. The event can be detected/prevented by following the instructions for use which state: "4.8 cleaning and disinfection (warning) make sure to check the program number display of the main panel and displays of [program no.], [cleaning time] and [disinfection time] every time before cleaning and disinfection. Next, check [number of disinfectant applications, days of use, temperature]. If the time or number of times are not appropriate, cleaning and disinfection of the endoscope may become insufficient." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasound bronchofibervideoscope cleaning time exceeded 30 minutes (not including the alcohol flush). It has been five months since the water filter was replaced when the malfunction occurred. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1/establishment name: (B)(6). Added due to character limitation in respective field. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.